Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient went to emergency room on (B)(6) 2025. Blood glucose value when admitted to hospital was 530 mg/dl. Treatment was given via intravenous fluids, saline and insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6009333 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009333 was manufactured according to the work instruction (wi) version 116 manufactured in the line inset 5, on 16/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/jun/2025 against malfunction code no malfunction based on complaint information, harm code asymptomatic elevated blood glucose - change to regular treatment regime (using insulin pen, minimal intervention, or advice from health care professional (hcp) in emergency room visit/hospitalization for few hours e.g., help with insertion a new set, site cleaning technique, the correct handling and connecting tubing to the pump or reprograming the pump etc.) And lot 6009333 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR retraction: the supplement MDR with manufacturing report number 3003442380-2025-09743 was submitted on 16-july-2025 with case ID 2213894. The MFR 3003442380-2025-09743 was initially reported with the case ID 2213898. Subsequently, it was identified that this MFR should not be associated with ID 2213894. Therefore, a new supplement has been submitted with case ID 2213898 as supplemental report 02 - MDR 2213898- MFR 3003442380-2025-09743, which should be considered the correct supplement for this MFR. Report being retracted: supplemental report 01 - MDR 2213894 - MFR 3003442380-2025-09743. Correct report to be considered: supplemental report 02 - MDR 2213898 - MFR 3003442380-2025-09743. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-09743), was submitted on 23-may-2025. However, based on the investigation done on 14-jan-2026 and clinical review done on 06-feb-2026 , it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.